Event description:
On (B)(6) 2023 a patient received revanesse lips+ ha filler into her lips. No past medical history or procedural information was provided. During the injection "product leaked" from a poor union between the needle and the syringe so the injection was stopped. There were no patient concerns or adverse events at this time. Three days later the lip injection was resumed. After the completion of the injection the injector noticed superficial lumps and asymmetry in the upper lip. The photos clearly show bilateral superficial boluses of product in the upper lip and an asymmetric vermillion border. There are no nodules, no swelling, no pain, no erythema or inflammation. My clinical opinion is that this case represents a suboptimal injection of ha product due to superficial and asymmetric product placement. Internal report number: (B)(4).